Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that two n22bs06 buzz nonstick bipolar forceps, length 20.6cm, (8.11) tip size, the tips seems to be bending and do not line up. It is unknown if there was any patient contact or a surgical delay. There was no patient injury/death alleged. Request for additional information has been sent.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The buzz nonstick was showing minimal wear and damaged bend tips. Upon visual inspection, the tips appeared to be slightly bent, as if the instrument was used in a twisting motion, (thus causing the tip to bend). Markings and rust were also found on the instrument. The root cause of the complaint is undetermined, since it is unknown how the instrument was maintained or handled. This type of damage is typically the result of improper usage. The complaint report has been confirmed; the root cause has not been identified as a workmanship or material deficiency. Dates of manufacturers: 10/2018 and 11/2018.

Event description:
N/a.